Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. Review of known contributors led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any patient involvement, injury or medical intervention is unknown.